Event description:
Essure implantable device malfuctioned while in patient. Insertor device was fired while in fallopian tube, but the implant was not released from device. Insertor and implant were removed from patient. No visible harm done to patient.